Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
Today I received a call from in (B)(6) a renal doctor was using an echelon flex 45 and the gun cut the vein but did not staple at all (the staples apparently did not fire at all only the device cut). There was no harm to the patient.

Manufacturer narrative:
(B)(4). Batch # t5af26. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged with no reload loaded on the device. In addition, three tr45w reloads were received. The reloads (b, c & d) were received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples meet the staple form release criteria. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.